Event description:
Healthcare professional reported left side "deflation". Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Clarification to d6a. Implant date: only year was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.